Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that on (B)(6) 2025, a sixty-three-year-old female patient with no past medical history noted presented as an outpatient for a cardiac catheterization procedure. Two stents were placed in the left circumflex coronary artery, and the patient was transferred to the post-procedure holding area. While in the holding area, the patient clinically decompensated and was returned to the cardiac catheterization laboratory for placement of an impella device. The patient was critically ill at the time of impella implantation. Following placement, the impella pump would not operate above a flow of 0.5 liters per minute. The device was replaced with a second impella pump, which was able to maintain higher flow rates. Despite this, the patient continued to deteriorate and return of spontaneous circulation could not be achieved. The patient expired. The death is most likely related to the patient¿s unstable clinical condition and not attributable to the impella device.